Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrating essure coil,') in an adult female patient who had essure (batch no. 761440) inserted for female sterilisation. The patient's medical history included endometrial biopsy. Concurrent conditions included polymenorrhoea, dysmenorrhea, insomnia, fibroids and heavy periods. Concomitant products included cyclobenzaprine, hydrochlorothiazide, hydrocodone;paracetamol, ibuprofen and zolpidem. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrating essure coil,') in an adult female patient who had essure (batch no. 761440) inserted for female sterilisation. The patient's medical history included endometrial biopsy. Concurrent conditions included polymenorrhoea, dysmenorrhea, insomnia, fibroids and heavy periods. Concomitant products included cyclobenzaprine, hydrochlorothiazide, hydrocodone;paracetamol, ibuprofen and zolpidem. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: medical records received, new reporter, patient concomitant condition, lot number, concomitant medication added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.